Event description:
It was reported that the user¿s ilet displayed three dashes and did not show glucose readings while the dexcom g7 continuous glucose monitor (cgm) sensor was active, consistent with signal loss to the ilet only and an intermittent communication failure associated with the electrical/magnetic antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the cgm resulting in intermittent communication failure involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.